Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that " the screen turned green occurred during use" was confirmed. Additionally, during the evaluation, the objective lens glue was peeled off was found. Based on the results of the investigation, the event where "the screen turned green during use" is likely due to stress from repeated use, external factors, or handling of the device. This issue may have caused damage to the image sensor unit, such as disconnection or damage to a part mounted on the electrical circuit board, including integrated circuit chips and capacitors. Additionally, the event where "the objective lens glue was peeled off" was likely caused by stress from use, external factors, or handling of the device. The event "the screen turned green occurred during use "can be detected and prevented by following the instructions for use which state: instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ and chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope and the event " the objective lens glue was peeled off" can be detected and prevented by following the instructions for use which state: instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital.. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoeye deflectable videoscope's monitor screen turned green during an unspecified therapeutic procedure. A similar device was used to complete the operation and there were no reports of patient harm.